Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a deployment issue occurred during the leadless implantable pulse generator (ipg) implant. During the deployment they deflected the catheter and had ectopy. The physician felt they crossed the valve. The device was deployed and remains in use. No patient complications have been reported as a result of this event.